Event description:
Patient reported left side "exchange from textured to smooth breast implants due to concern with the product." Patient additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side "exchange from textured to smooth breast implants, due to concern with the product". Patient additionally reported, rupture. Device has been explanted.